Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red rash with some broken skin under her left breast under the front therapy electrode pad. It was also reported that the patient had a tiny scratch under the back therapy electrode. The patient's doctor suggested using a powder on the irritation. The outcome of the irritation is not known.